Event description:
During an emergent coronary stenting procedure, the proximal struts of the cypher stent were uplifted. The patient demographics are unk. The target lesion was a de novo, mid through distal rca. Additional lesion characteristics and the % of stenosis is unk. Four cypher stents were being implanted at the target lesion. Three were implanted without difficulty. After the third cypher stent was implanted at the target lesion (from the distal to proximal), a fourth cypher stent (3.5/23mm) was advanced to be positioned proximally to and overlapping the third. While delivering the fourth cypher to the target lesion, the physician felt friction with the guiding catheter (brite tip 6f al 1st). When it was retrieved, the physician felt friction again. The physician removed the cypher slowly and confirmed the proximal end of the stent to be flared. A different cypher stent (product unk) was implanted without incident and the procedure was finished successfully. There was no reported patient injury. There is no additional information forthcoming.

Manufacturer narrative:
Cjs23350 is not distributed in the us; however, it is similar to us product cxs23350.